Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb) which resolved the customer reported issue. The ventilator passed calibrations, extended self-testing (est), short self-tests (sst) and performance verification testing (pvt). Covidien ref.: (B)(4).

Event description:
Covidien service of the device, the covidien customer support engineer (cse) discovered ventilator with a loss of communications. The malfunction did not occur during pt use. The date of the event is unk.